Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -14.0/0.5/109 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. Refractive surprise was observed. Cause of the event is unknown.

Manufacturer narrative:
H6: lens was returned with moisture within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found lens to be manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
D6b: (B)(6) 2024. B5: the lens was intraoperatively removed and replaced for a same size, different model and power lens. The problem was resolved. Reportedly, "all good, patient is happy." Manufacturer narrative: secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).